Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 16-dec-2021. The endoscope was inspected by pentax medical service under service order 3137211 and the technician was unable to confirm the customer complaint and documented the following inspection findings: right/ left pulley wire broken wire, passed dry leak test, bending rubber glue cracking at insertion tube side, bending rubber glue cracking at distal side, passed wet leak test, customer complaint not duplicated, left angulation deflection zero, air/ water nozzle glue worn. Although the customer complaint was not duplicated, the device underwent repairs including the following components: o-rings and seals, adjusting collar, bending rubber, angle wire, rl pulley assy, ud pulley assy, pcb for ccd drive pb-free, electrical connector assy, signal wire for ccd, shield pipe for ccd, x-ring(1.8x19.6) gray. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approved by final qc as of 04-jan-2022. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description indicating that there was no video image involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The customer stated an accessory was used during the procedure. The customer also stated there were patient/user injuries, adverse events and a delay in procedure.

Manufacturer narrative:
Evaluation summary: patient involved - no known adverse events. Refer to expiration date as complaint notification date. Customer reported no video image. The customer stated an accessory was used during the procedure. The customer also stated there were patient/user injuries, adverse events and a delay in procedure. Tier 2 however, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the air/water nozzle worn out. Based on the result, we concluded that it was caused due to the worn out on the air/water nozzle. In addition, we confirmed that the r/l pulley wire broken, the bending rubber cracked, the bending, and the root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.